Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the lead was placed in vein and it resulted in diaphragmatic stimulation. The lead was not implanted and a smaller lead was implanted in another vein. No patient complications have been reported as a result of this event.